Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, where high, out of range, pacing lead impedance and high capture thresholds were observed. Lead revision was suggested. No further information is available.